Event description:
Dealer advised end user stated was driving the chair and left side of the chair stopped working and started going in circles.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.